Manufacturer narrative:
The subject device was returned to olympus¿s local distributor, but not returned to omsc. In the evaluation of oekg the following was confirmed, teflon pad was partly falling off and burnt. Probe was scratched and peeled off. The h-electrode scratched and has signs of spark. Jaw was scratched and peeled off. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from user facility that at a sudden moment the white (plastic) grasping part has melted during a lap.sc. Total colectomy. The intended procedure was completed with another device. The information that oekg received from the user facility is as follows; was the intended procedure completed successfully? Yes. Was there an extension of the procedure which the user considers to be a serious deterioration in the state of health of any person to which this medical device could have been a contributory cause? No. Did the fragment broke off inside or outside of the patient? Outside. Was the fragment retrieved from the patient? Yes. What is the patient outcome (injury or any other harm)? Uncomplicated recovery. There was no report of patient injury associated with the event.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The tissue pad in the grasping section was intensively worn away, a part of the tissue pad was missing. The coating of the probe was partially peeling. The coating of the grasping section was partially peeled off. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, omsc presumes that the event occurred due to the following occurrence mechanism. The distal end of the tissue pad was intensively worn away because the customer performed output while grasping nothing (including the case the user kept activating after cutting tissue). The coating of the grasping section could have come off when dirt such as burn was scraped off with something hard. The above device handling has warned in the instruction manual.